Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a severe hyperglycemic event on the same date. The reporter alleged that the patient¿s blood glucose levels reached a high of 560 mg/dl and that they were experiencing symptoms of nausea and rapid, deep breathing/nausea/shortness of breath. During troubleshooting with a customer technical support representative, it was revealed that the basal rate settings for the pump had recently been changed. The reporter also stated that the patient had experienced a change in medication recently, in addition to recent changes in weight and that they weren¿t properly hydrating. The reporter also noted that there was an undisclosed issue with the way the patient¿s insulin was being maintained outside of the pump. The reporter did state that the patient had overridden the recommended bolus amount provided by the pump¿s bolus calculator feature. This complaint is being reported because the patient allegedly experienced a severe hypoglycemic event associated with use error of the pump.

Manufacturer narrative:
The pump has not been returned at the time of this report. When the pump is returned, an investigation will be performed and the results will be included in a supplemental report. No conclusions can be drawn at this time.